Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5099637.

Event description:
It was reported that the patient was experiencing loss of coverage at the back due to lead migration. The patient underwent a revision procedure wherein the leads were slightly adjusted. The patient was doing well postoperatively. The leads were remained implanted.